Event description:
It was reported during the revision procedure (reference MFR report# 1627487-2014-25420), the ipg was unable to retain the port plug. Reportedly, several attempts were made by the physician to secure the device to no avail. Subsequently, the ipg was explanted and replaced with a new model. As a result, the case was extended 5-8 minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.